Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from health care provider (hcp) via representative regarding a patient in (B)(6) who was receiving morpine 20 mg/ml at a dose of 5.707 mg day and increased to 6.5 mg/day and clonidine 250 mcg/ml at a dose of 71.34 mcg/day increased to 81 mcg/day via an implantable pump. The lot numbers and concomitant medications were not obtainable. The patient had a medical history of failed back surgery syndrome (fbss). It was reported that during device follow-up for a refill procedure the expected volume was 10.3 ml and the "effective" volume was 25 ml. The pump logs and session reported noted this occurred on (B)(6) 2016. Since the last refill in (B)(6) 2015 the patient experienced more pain than before. An x-ray from the system was taken. On (B)(6) 2016 a side port punction under x-ray was performed. The physician could not aspirate liquor or ingest contrast agents. The x-ray revealed a kink after the pump connector. A revision was planned the date was not provide and it had not been scheduled. The issue was reported as unresolved and the patient's status was reported as alive-no injury at the initially. Additional information was received on (B)(6) 2016 in which the representative reported that the system was revised on (B)(6) 2016. The physician opened the pump pocket in the operating room and observed that the pump segment of the catheter was twisted. The physician cut the twisted part of the catheter. However, this piece was discarded by the health care staff. The spinal part of the catheter was still "ok". There was backflow from liquor and the physician could see the contrast agent in the spinal space. Therefore only the pump segment of the catheter. At the moment the patient was fine. The patient had been reprogrammed with morphine 20 mg/ml at a dose of 2.498 mg/day and clonidine 205 mcg/ml at a dose of 31.22 mcg/day. Additional information has been requested regarding possible cause of the twisted/kinked catheter but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted/the event will be updated.

Event description:
On 2016-02-15, additional information was received from a foreign manufacturer representative (rep). It was reported that the cause of the kinked catheter was unknown. There were no anomalies seen.